Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a moderately to heavily calcified lesion in the non-tortuous mid left anterior descending (lad) coronary artery, after pre-dilating the lesion, an attempt to cross the lesion was made using a 2.5x28mm rx xience alpine stent delivery system (sds), however, the device failed to cross the lesion due to patient anatomy; no unusual force was applied. The sds was withdrawn with no resistance noted, however, flared stent struts were noted on the proximal end of the stent, then a severe dissection with no flow was observed in the proximal area of the mid lad. The patient was sent for coronary artery bypass graft (CABG) surgery due to the dissection with no flow; CABG surgery successfully resolved the dissection and occlusion. There were no adverse patient sequelae, however, the failure to cross and dissection with no flow in the vessel reportedly resulted in a clinically significant delay due to the need for bypass surgery and additional hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Intimal dissection and occlusion are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.